Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9735773. Product ID: 9735787. A manufacturer representative went to the site to service the system. Replaced the power supply and battery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system unexpectedly shut down three times during a case. The system was plugged during these occurrences and was plugged in overnight, they did note a battery error message. They powered the system back on each time, the third time the site proceeded with the case using another navigation system on site. There was no patient impact and a delay ofless than one hour. Only the main cart powered off unexpectedly. System is stored plugged in and charging.

Manufacturer narrative:
H3/h6: the battery, lot number: 1938, was returned and analyzed. The battery was tested with a known good uninterruptible power supply (ups) for a 24hr period. During the 24 hour test the ups shut down due to the battery overheating thus causing no power. Codes b01, c02, and d02 apply. The ups, lot number: 23200004, was returned and analyzed. The ups was tested with a known good battery for a 24hr period. The ups did fail the 24hr test and shut down immediately when the ac power was disconnected. Red err led was blinking during the whole test. Codes b01, c02, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.